Event description:
The customer reported that the device did not function. There were no injuries to the patient but the problem caused an extension of surgery time more than thirty minutes.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report on: 06/24/2013. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.